Manufacturer narrative:
We have contacted the initial reporter to request add'l info. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or pt injury and medical records have not been provided. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. Additionally, no product was returned for eval. With the currently available info, no conclusion can be drawn. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.

Event description:
The following was reported to davol by the pt's attorney: on (B)(6) 2009, pt had oval kugel patch implanted to repair an incarcerated ventral hernia defect. On (B)(6) 2011, pt presented to the ER with a partial small bowel obstruction. He failed to improve and was taken to surgery. Pt underwent an exploratory laparotomy, lysis of adhesions, and excision of the kugel patch. Attorney alleges defective mesh, small bowel obstruction, pain, permanent injury, add'l surgery, adhesions, "pain and suffering," explant.